Event description:
It was reported that during change out of a competitors device, externalized conductors were observed on the rv lead. The lead was tested and no electrical anomalies were noted. The lead was successfully capped and replaced on (B)(6) 2017. The patient was asymptomatic.